Event description:
It was reported that the patient received a vibratory alert. A manual transmission sent to the clinic revealed that the device was at end of service. Premature battery depletion was suspected.

Manufacturer narrative:
The reported field event of a sudden drop in battery voltage was confirmed in the laboratory via review of trending data. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the sudden drop in battery voltage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.